Manufacturer narrative:
A visual evaluation of the returned device found that the stent had some blackened areas. The most proximal section of the stent was broken, including the barb, also it was deformed at the same location. Based on the product analysis, most likely some anatomical/procedural factors were encountered during the procedure which may have limited the overall performance of the device. The damages found on the stent are typically made due to grab and pull the stent with the snare during the stent removal. Once the stent is caught with snare, excessive force to remove it can cause the stent breakage. Likely the stent is blackened due to the time it was implanted in the body. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. The exact implant date was not reported. According to the complainant, during the stent removal procedure while the physician was removing the stent with a snare, the stent broke. The broken piece was removed with biopsy forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. The exact implant date was not reported. According to the complainant, during the stent removal procedure while the physician was removing the stent with a snare, the stent broke. The broken piece was removed with biopsy forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".